Event description:
It was reported that the cardiosave intra aortic balloon pump(iabp), started alarming system error, there was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e2, e1 (event site mail), g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. The getinge field service engineer (fse) was dispatched to evaluate the unit and was able to reproduce system failure while auto filling. The fse replaced suspect pim module. The performed full functional check and calibrated transducers and regulators, cycled pump on simulator for two hours no additional failures or errors. The unit returned to service.

Event description:
N/a.